Event description:
Information received indicates the right intermediate siderail bed functions will work only intermediately due to corrosion on the ucm cable connector and the ucm board connector.

Manufacturer narrative:
The technician replaced the right ucm board and cable to repair the bed.